Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the red alarm shuts down by itself without user acknowledgement. No patient harm was reported.